Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/27/2020. Device evaluation summary: according to the reported information, the patient experienced a deflation of the breast implant. The device was visually inspected, and no apparent damage was found. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The lot number was revealed when the product was returned. D4 has been populated. A manufacturing record evaluation was performed for the finished device 5765969 number, and no non-conformance's were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor smooth round moderate profile 425cc saline prosthesis deflated prior to patient contact during a primary breast augmentation being performed on a (B)(6) year-old female. This caused a 5-minute procedural delay. Another saline prosthesis was used to complete the procedure without patient consequence. This event is being reported as a malfunction based on the procedural delay length and there being no increased risk assessed to the patient.